Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampons are very loosely stitched and all are falling apart [device breakage]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via email that the tampons were falling apart. No injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampons are very loosely stitched and all are falling apart. [Device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via email that the tampons were falling apart. No injury was reported.

Manufacturer narrative:
Probable manufacturing cause identified as a result of the lot code investigation completed on (B)(6) 2022. An investigation is in progress for returned product received on (B)(6), 2022.

Event description:
Tampons are very loosely stitched and all are falling apart. [Device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via email that the tampons were falling apart. No injury was reported.